Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that surgical intervention of this right ventricular (rv) lead due to high pacing thresholds (4v@2ms). A new lead was successfully implanted. In addition to that, during revision procedure, the insulation of the left ventricular (lv) lead was damaged, fixation of the lead body was performed through lead repair kit. The device was explanted, to prevent another surgery in the near future. There is no allegation of product malfunction regarding the implanted device. Besides surgical intervention, no adverse patient effects were reported.